Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 25-nov-2025, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially deployed to 80%. The valve was recaptured before it was fully released due to the implant depth being too deep. The valve was deployed twice more to 80% and was recaptured both times for the same reason. Upon a final attempt at deployment, while attempting to release the valve for final placement, a dissection was suspected in the ascending aorta. The valve remained at 80% deployment and a contrast study revealed a false lumen in the ascending aorta with an entry in the non-coronary cusp. Hemodynamics were stable and the valve was released. After release, it was observed that the false lumen has widened and was expanding to the trifurcation of the brachiocephalic artery. Per the physician, further expansion was dangerous, so a computed tomography scan and a thoracotomy conversion were performed. Subsequently, an aortic root replacement procedure was performed. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially deployed to 80%. The valve was recaptured before it was fully released due to the implant depth being too deep. The valve was deployed twice more to 80% and was recaptured both times for the same reason. Upon a final attempt at deployment, while attempting to release the valve for final placement, a dissection was suspected in the ascending aorta. The valve remained at 80% deployment and a contrast study revealed a false lumen in the ascending aorta with an entry in the non-coronary cusp. Hemodynamics were stable and the valve was released. After release, it was observed that the false lumen has widened and was expanding to the trifurcation of the brachiocephalic artery. Per the physician, further expansion was dangerous, so a computed tomography scan and a thoracotomy conversion were performed. Subsequently, an aortic root replacement procedure was performed. No additional adverse patient effects were reported. Additional information was received that per the physician, the pigtail catheter could have caused the dissection; however, the details were unknown. Additionally, it was reported that per the physician, the cause of the dissection was not the delivery catheter system or anything in terms of the patient's anatomy.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.